Event description:
It was reported to boston scientific corporation that approximately one minute into a ureteroscopy procedure using a flexiva 200 laser fiber, the aiming beam disappeared and energy was no longer being released from the tip of the fiber. The fiber was used with a lumenis 100 watt laser. The laser settings are unknown. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
The patient is reported to be over 18 years of age. Visual analysis of the returned fiber revealed 2.0 mm of exposed glass tip remaining and appeared used. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached. Burn marks were observed on the face of the fiber within the "sub-miniature a" (sma) connector causing the fiber to stop working. The aiming beam exiting from the distal tip of the fiber is bright, clear and scattered due to the burn marks on the sma connector face.